Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011. The alleged issue was not confirmed with device evaluation: testing did not find any faults with the products. A DHR (device history record) was completed on (B)(6) 2011 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510k # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was set to the incorrect code number. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged issue began approximately 2 or 3 months prior to contacting lfs. The patient informed the csr that she manages her diabetes with a combination of oral medication (metformin 500mg) and insulin (humalog and lantus) based on a sliding scale. The patient reported that sometime after the alleged issue started, she began to test in the "14.8 mmol/l" range with the subject meter; however, continued to take her regular dose of insulin at the usual time. On unspecified dates/times, after the issue began, the patient reported that a few times she felt a "little shaky". The patient claimed at the onset of the symptom she treated herself with food (honey) and confirmed feeling better afterwards. At the time of troubleshooting, the patient informed the csr that she may have changed the subject meter's code accidentally. The csr assisted the patient with changing the changing the code number. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.